Event description:
A surgeon reported that a memory lens implanted in a pt's left eye in 1999 has since opacified. Visual acuity reported as 20/25, os at 2004 visit. Prognosis is good with minimal discoloration. Surgeon plans to monitor & does not think it will require intervention. No further info is available at the time of this report.